Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticmo13.2; -13.00/1.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). It was indicated that the patient experienced low vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.